Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and found to have a broken grip tip. A piece approximately 0.211" x 0.675" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, half of the cobra grasper instrument jaw was missing. The procedure was completed with no reported injury.